Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The parent reported that within the first 24 hours following sensor insertion, the dexcom cgm displayed a glucose reading of 358 mg/dl while a fingerstick bg measurement indicated 498 mg/dl. No symptoms associated with hyperglycemia were reported during this period, and there was no indication of treatment provided. Multiple calibration attempts were made. Over time, the cgm readings appeared more consistent, and the family assumed the values were acceptable despite discontinuing verification with fingerstick testing. This practice continued until (B)(6) 2026. According to documentation, on (B)(6) 2026, the patient presented to the emergency department due to nausea, vomiting, and headache. Per the patient¿s mother, the family had already stopped relying on dexcom estimated glucose values by that time and was using fingerstick bg measurements for glucose management. The fingerstick bg reading prior to hospital arrival was 155 mg/dl. At the hospital, the patient was treated with sodium chloride (nacl), diphenhydramine (benadryl), and prochlorperazine. The patient remained in the emergency department for approximately six hours. During the hospital stay, the dexcom cgm reading was 130 mg/dl, while a fingerstick bg measurement showed 168 mg/dl. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. There were no reported glucose values available to search within the parkes error grid calculator between (B)(6) 2026 through (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.